Event description:
Patient allegedly received an implant on (B)(6) 2012 via the left femoral vein due to history of venous thrombosis and orthopedic surgery. Patient is alleging tilt, vena cava perforation, organ perforation (mesentery, vertebral body), and device is unable to be retrieved. The patient further alleges "I also experience pain, anxiety, mental anguish and stress about the status of my filter and any related injuries" and "I can no longer engage in certain mental activities." Per report from CT (computed tomography) dated (B)(6) 2018: "an inferior· vena cava filter is noted. The filter is tilted with the apex abutting the right anterior wall of the inferior vena cava. The apex of the filter is located 2 cm from the lowest renal vein. Two struts of the filter protrude beyond the visible wall of the inferior vena cava. These include a 6 mm posterior protrusion which contacts t:he lower anterior l2-3 disc (series 71 image 45). No organ penetration is identified." Original: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012 at houston methodist hospital ¿ houston, tx by implanting physician morris a. Weiner".

Manufacturer narrative:
This event has been reported by the manufacturer under MDR # 3002808486-2019-01041.

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2012. Patient alleges to have been injured without further explanation.